Event description:
Caller reported an alarm 2. There was no adverse impact to the customer¿s blood glucose level. Caller declined further troubleshooting after changing the cartridge due to an earlier alarm and stated an intention to call back if further issues arise.